Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a lot of pain where the implantable neurostimulator (ins) was located. The patient was not using the ins because of the pain. The pain had been present since the surgery. The patient could only sleep on the right side because they were having surgery on the left. The ins moved when the patient lay on it. The ins was indicated for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.